Event description:
Follow up x-rays showed a broken plate. A second follow up x-ray taken one month later showed the plate as completely broken and displaced. The plate broke at the plate and screw hole junction. To date, revision surgery has not been performed and the plate remains in place. This is the first of 2 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the manufacturing records has been requested.